Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/11/2017 that on (B)(4) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver failed to took the charge and boot up. It was found to be perpetually rebooting. The receiver case was opened and the u1 pcba was detached. The receiver data log was retrieved and reviewed. During log review, it was found that the receiver rebooted and did not recovered after automatic shutdown. The reported event that the receiver ceased to function was confirmed. The root cause could not be determined.